Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined that the cutter did not pass testing; however, the repair was not completed because the cutters can only be replaced. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the cutter did not pass the cut test at product evaluation investigation. No adverse events were reported as a result of this malfunction.